Event description:
The user was implanted on (B)(6)2021. During surgery, implant bed and channel could not be drilled sufficiently due to thin bone thickness (implant bed drilled = approx. 2mm). The child had an infection post-operatively (possible mastoiditis) which was treated. At follow-up visit affected in situ measurements were noted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. In addition, two electrode contacts post-operatively migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was implanted on 14-oct-2021. During surgery, implant bed and channel could not be drilled sufficiently due to thin bone thickness (implant bed drilled = approx. 2mm). The child had an infection post-operatively (possible mastoiditis) which was treated. At follow-up visit affected in situ measurements were noted. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. In addition. Two electrode contacts post-operatively migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was implanted on (B)(6) 2021. During surgery, implant bed and channel could not be drilled sufficiently due to thin bone thickness (implant bed drilled = approx. 2mm). The child had an infection post-operatively (possible mastoiditis) which was treated. At follow-up visit affected in situ measurements were noted. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts showed overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, two electrode contacts post-operatively migrated out of cochlea as confirmed. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2021. The child had an infection post operatively (possible mastoiditis) which was treated. At follow-up visit affected in situ measurements were noted. Furthermore, post-op otoplan analysis shows 1-2 extra cochlear electrodes. Further checks are considered.